Event description:
Report received of an underdelivery. The pump was received in sterile processing from clinical service with an unsigned note. The pump was programmed to deliver 100ml of an unspecified solution at a rate of 100ml/hr. Reportedly, the delivery took 1.5 hours to deliver and not the intended 1 hour. There was no tracking information available (patient, nurse, or location). There was no report of an adverse patient event associated with this complaint. Though requested, there was no further information available.